Manufacturer narrative:
(B) (4). Evaluation: as returned, the instrument has fractured at the junction between the threaded tip and the main shaft. The fractured piece was not returned for review which according to the complaint was left in the patient. The material was changed in late 2005 (B) (4). Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the tip of the threaded screw broke off into 2 pieces. One of the pieces were retrieved while the other broke off inside the humeral stem.